Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v302055, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v296975, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that after implantable neurostimulator (ins) replacement on (B)(6) 2014 the extension was bulging in the front aspect of the pocket. The extension was not protruding through the skin, but the potential for eroding the skin was a concern. This did not affect the patient¿s symptoms and the cause was not determined. The healthcare provider (hcp) revised the pocket to reposition the extension behind the ins. An impedance check was performed intraoperatively and all impedances were normal. The patient was home after the outpatient procedure and was receiving effective therapy.